Event description:
Customer reported a button error on her insulin pump. The numbers were scrolling when programming a bolus. Customer's blood glucose is 73 mg/dl. Customer has been in (B)(6) for a week, where it is hot and humid. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm, number ramping or scroll bar anomalies were noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a broken belt clip slot.